Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-52, implantable pacing lead, (B)(6) 1996. A a7700-27, mechanical heart valve, (B)(6) 1996. (B)(4).

Event description:
It was reported that there was low impedance. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.